Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/ or reoperation: capsular contracture unknown baker grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unknown breast augmentation with unknown saline breast implants which bilaterally had issue with capsular contracture unknown baker grade after implantation. The issue was confirmed by the physician. As a result patinet underwent bilateral removal and replacement as follow: left replaced with cat #: 3504004bc, sn #: (B)(4), and right replaced with cat #: 3504004bc, sn #: (B)(4) on (B)(6) 2015. This report is for the right side.